Event description:
It was reported that there was corrosion on the instruments after the sterilization process. The instruments were new and had never used before. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the present instruments show corrosion. The instruments conformed to our specifications. Concerning the visible signs of corrosion it has to be pointed out that even the so-called stainless steel is only rust-resistant. The corrosion resistance is only ensured, when the products are stored at dry conditions. In addition all metallic contacts at humid or wet conditions may create electrolytic reactions resulting in contact corrosion.